Event description:
New information provided by customer: the scope was not culture tested; therefore, no positive culture.

Manufacturer narrative:
Updated fields: d9, h6. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This report was sent in error, as there was no positive culture, this event would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.